Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26671. The patient reported that all of her programs stopped operating. Troubleshooting determined the patient was experiencing auto-reducing. Lead diagnostics revealed both leads showed multiple high impedances. Reprogramming was able to provide some coverage. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26671.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26671.follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads and therapy was restored.